Event description:
The customer reported a malfunction on the pump with no notable events occurring prior to it. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump and was advised to reset it independently, with the option to call for further assistance if necessary. No further action was needed.